Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and pelvitex, pelvisoft and an obturator sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent implantation of miniarc on an unspecified date. It was also reported that the patient had elevate anterior and apical system with intepro lite implanted on an unspecified date.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with mesh revision/explant due to mixed sui, recurrent symptomatic pelvic relaxation with stage iii cystocele, prolapsing cystocele, stage ii rectocele, and vaginal vault prolapse. It was reported that following insertion the patient experienced infection, urinary problems, organ perforation, fistulae, recurrence, dyspareunia, and neuromuscular problems. It was also reported that the patient underwent mesh revision on (B)(6) 2013, due to vaginal mass x2 with dyspareunia and pelvic pain. (B)(4).